Manufacturer narrative:
The lens was returned and evaluated. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the evaluation and available information, the root cause of this event could not be determined.

Event description:
It was reported approximately three months after implant of an intraocular lens (iol) into the left eye, the patient presented with blurry vision. The surgeon reported an iol fragment was observed on the anterior surface. A successful lens exchange was completed. In the surgeon's opinion, the cause of the event is unknown, and the patient's outcome is good.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.